Event description:
It was reported that the right ventricular (rv) lead was replaced due to high impedance issues, high pacing thresholds, loss of capture with asystole of greater than two seconds, and lead dislodgment. The rv lead had dislodged due to the patient using their arms to push themselves up into bed and possible helix issues, so the physician had planned to move the lead back into position. The rv lead became infected and so instead it was removed and replaced. The physician noted bleeding issues on the left side where the rv lead was taken out. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to high impedance issues, high pacing thresholds, loss of capture with asystole of greater than two seconds, and lead dislodgment. The rv lead had dislodged due to the patient using their arms to push themselves up into bed and possible helix issues, so the physician had planned to move the lead back into position. The rv lead became infected and so instead it was removed and replaced. The physician noted bleeding issues on the left side where the rv lead was taken out. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection found dried blood around the helix. The helix housing was clogged with dried blood/body fluid, confirming the helix difficulty allegation. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.